Manufacturer narrative:
Review of the unit's software shows that the device operated for a total of 194 hours and 19,582 compressions. Beginning on (B)(6) 2017, the unit detected a problem with the home sensor and began warning the user by flashing the service light and beeping. There is no indication of any user interaction to address the unit's warning condition prior to its use on (B)(6) 2017. Analysis of the device by defibtech confirmed that the home sensor magnet became dislodged which was detected by the unit and reported on (B)(6) 2017. Based on the investigation, this MDR is being submitted for user error as the user failed to take action when the device detected a problem with the home sensor and began warning the user by flashing the service light and beeping on (B)(6) 2017.

Event description:
A fire department reported that they tried to use the rmu-1000 in a rescue attempt, but the unit's service light was flashing and beeping. No additional event or patient information was provided.